Event description:
The customer reported that an 840 ventilator was inoperable. The covidien customer support engineer (cse) verified the malfunction. The device was not being used on a pt at the time of failure. The cse inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed extended self-testing.

Manufacturer narrative:
Covidien reference # (B)(4).